Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014. During the procedure, the motor power was insufficient and therefore, the rotational speed was slower than usual. A different device was used to complete the procedure with no adverse patient consequences. Currently, the patient is in good condition.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device needed repair.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.